Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The evaluation confirmed the reported event. The device was connected to the generator and an error 619 message was displayed. The error message was cleared, however, the device activated on it¿s own without pressing the coag button. Upon removing the blue coag button, the left side of the dome switch was observed to be collapsed. Based on similar reports, a collapsed left dome switch caused a closed electrical circuit resulting in the error message on the generator and allowing the coag function to activate on its own.

Manufacturer narrative:
The cutting forceps has not been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time; however, the most probable cause could be attributed to a damaged dome switch, which can cause the device to activate on its own.

Event description:
Olympus was informed that roughly 15 minutes into a laparoscopic supracervical hysterectomy (lsh) procedure, the cutting forceps activated on its own without depressing the activation button. It was reported this is phenomenon occurred outside of the patient. No bleeding was reported. The intended procedure was completed with a similar device. There was no patient injury reported.